Manufacturer narrative:
H3: product analysis found that the device was received for the preventive maintenance. Visual inspection and evaluation: no cosmetic damage can be observed. Which affects device efficiency. During diagnostic testing at the medtronic depot, no issue was found. Pre ventive maintenance was performed using the golden nim vital patient interface device full preventive maintenance is done. Self-test passed; no problems observed. H6: the applicable codes are fdm b01, fdr c19, fdc d16 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : applicable codes are fdm b21,fdr c21,fdc d16 and img g2005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the patient interface was not functioning. The following error message was displayed: "patient interface fault detected". Attempting to resolve. If problem persists. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: product analysis found that ssd card and crm radio 0 and radio 1 failed. H6 :the previously applied fdm b21,fdr c21, and img g2005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.